Event description:
It was reported that there was bleeding at the access site. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure while the patient was in recovery bleeding was noted from the left femoral access site. Ultrasound imaging showed there was a pseudoaneurysm. The bleeding was stopped after two attempts of holding manual pressure at the access site. The patient was given one unit of blood before they were brought to surgery. The patient underwent vascular surgery to repair the arterial perforation. Post surgery the patient was doing well and was expected to make a full recovery from this event.